Event description:
The caller reported an issue with the speaker and vibration function of their insulin pump, noting the speaker was not audible. The pump failed to produce an alert sound, leading to the conclusion that a replacement was necessary. There was no adverse impact to the customer's blood glucose level. The customer continued using their current pump and was informed about the process of returning the faulty pump and setting up the replacement. A replacement pump was sent to the customer.